Manufacturer narrative:
(B)(4). It was reported that post implantation, patient experienced rectal/pelvic pain with urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with a cystoscopy, hydrodistension, and bladder biopsy in order to treat stress urinary incontinence, pelvic pain, urinary frequency, urinary urgency, and hematuria. It was reported that the patient underwent hysteroscopy, dilation and curettage, and removal of endometrial polyps on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pelvic, rectal and vaginal pain, severe pain during intercourse, chronic urinary incontinence, painful bowel movements, frequent vaginal bleeding, recurrent vaginal infections, physical pain and discomfort, pain, bladder pressure, urinary retention and leakage, and abnormal bowel movements. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent removal of midurethral sling and cystoscopy on (B)(6) 2015 by dr. (B)(6) due to urinary urgency.